Manufacturer narrative:
Corrected data: b1- corrected report type from product problem to adverse event. B2-add "required intervention to prevent permanent impairment/damage" for correction. H1- corrected type of report event from malfunction to serious injury. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -8.50/1.0/004 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon indicates the texture/pattern of the periphery of the iris has changed post icl surgery. It was indicated the lens will not be removed. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - texture/pattern of the periphery of the iris changed. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).